Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error alarm during the manual prime process. Insulin had squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The pump had not been bumped or dropped prior to the alarm. There was no moisture exposure. The drive support cap was also undamaged. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.